Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error during rewind. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had experienced random or unexplained no delivery alarm, diminished battery life, scratches on screen and louder during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted. Insulin pump received with minor scratched lcd window.